Event description:
A 4.0mm diameter by 18mm length s670 stent delivery system was inserted for treatment of a totally occluded lesion in the right coronary artery. The right coronary artery had a shepherds crook angulation. The lesion was pre-dilated with a 3.0mm diameter ptca balloon prior to the inserted of the stent, however, the stent was not able to cross the severely calcified target lesion. The stent reportedly became "hung-up" in the area proximal to the target lesion. The stent then began to slip proximally on the balloon and appeared to be "bunched up", therefore it was removed. Upon removal of the stent delivery system, the stent dislodged at the sheath into the femoral artery. There were no attempts to retrieve the undeployed stent. No other stent was able to cross the target lesion; therefore the lesion was left with balloon angioplasty results. There is no add'l clinical sequelae reported related to the event. The lesion was not pre-dilated 1:1 prior to the stent insertion as recommended in the instructions for use. The calcification and the acute angle of the vessel contributed to the stent not crossing the lesion.